Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2013 experiencing fatigue and dizziness. Intracardiac electrograms revealed ventricular noise. Attempts to reposition the lead on (B)(6) 2013 were unsuccessful. The patient was transported to (B)(6) center and the lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.